Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd cleo infusion set, leakage was noted at the luer lock connection. The issue was identified and resolved by tightening the luer lock connection. No further intervention was required. There was patient involvement. No other adverse consequences were reported.